Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device emitted an error sound, and the device could not be used. The issue occurred during therapeutic laparoscopic nephrectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: incomplete seal cycle was displayed, the tissue is not in proper contact with the jaw, and electrical/electronic component failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the tissue is not in proper contact with the jaws due to electrical/electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.